Event description:
During inspection of the device by a physio-control field service representative, it was found that the device therapy cable needed replacement. There was no report of pt involvement with incident.

Manufacturer narrative:
Physio-control representative recommended replacement of the therapy cable. And customer replaced it to repair device. Proper device operation through functional and performance testing was confirmed before the device was returned to use. The removed cable was not returned to physio for eval.